Manufacturer narrative:
(B)(4). Recall numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4).

Event description:
It was reported the patient was experiencing increased recharge burden. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed and issue has been resolved.